Manufacturer narrative:
The customer used expired test strips to perform testing. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
An advocate called on behalf of the customer to report that they obtained a blood glucose reading of 229 mg/dl with the contour next link 2.4 meter. The customer took insulin based on the reading, however, continued experiencing symptoms of hyperglycemia such as vomiting and dizziness. Therefore, the paramedics were called and the customer was taken to the hospital. In the hospital, additional blood glucose testing was performed and a reading of 558 mg/dl was obtained. The customer was hospitalized for 6 days and was treated to manage blood glucose levels amongst other illnesses. No treatment details were provided. The customer was discharged from the hospital after she recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. As the customer used expired strips, an in-house testing could not be performed. Therefore, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.